Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report several bad sensor alerts and calibration error alerts. The customer also reported that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 200 mg/dl compared with the sensor glucose reading of 65 mg/dl. The customer's blood glucose reading was 202 mg/dl. The customer was informed that the sensors would be replaced, however no products were returned for analysis.